Manufacturer narrative:
(B)(4). This complaint for a report of a system error (se) 2240 and the root cause was determined to be use error, due to an open clamp. The labeling instructs the customer to ensure clamps on unused lines are closed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 1 on the home choice (hc). The caregiver (cg) stated the home patient (hp) forgot to close the spare line that the hp was not using causing the se 2230. The technical service representative (tsr) explained the se 2240 and assisted to get the door open so the cg could unload the cassette and bags. The tsr referred the hp to the on call nurse for further medical instructions. There was patient involvement. No patient injury or medical intervention was reported.